Event description:
On 10/22/06 the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra smart meter was reading inaccurately low. The medical affairs specialist (mas) sent a letter to the pt's mother since she could not be reached by phone on two different days. The mas also listened to the recorded call to lfs to obtain add'l info included below: the pt is a child who takes humulin insulin by sliding scale regimen. The pt obtained readings "in the 70's" prior to the time of concern at the end of the month. The mother did not know the specific meter readings or the dates and times of the readings. The mother said the pt followed her usual sliding scale insulin regimen and was not taking extra humulin insulin because the meter readings were "in the 70's." The mother did not recall the specific date when the pt became nauseous and was vomiting. The mother purchased a new, non-lfs meter for the pt. The mother tested the pt and obtained a result of 502 mg/dl. The pt took humulin insulin 10 units based on the non-lfs meter reading. The time difference between tests conducted on the lfs meter vs the non-lfs meter was not provided. The mother took the pt to the ER because she felt ill. A high reading was obtained in the ER; the specific reading was not provided. The mother said the pt also tested positive for ketones. The pt was treated with IV fluid and insulin. The mother said she had conducted control solution tests on the reported meter that were within specifications; however, the control solution test dates and times were not provided. The customer care advocate (cca) was not able to walk the mother through a control solution test because the mother did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the pt obtained low/normal blood glucose readings on the reported meter. The pt became nauseated and was vomiting. Elevated blood glucose readings were obtained on another meter and in the ER. The pt was treated with IV fluids and insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.